Event description:
It was reported that suture placement was attempted in the left common femoral artery using the preclose technique prior to an abdominal aortic aneurysm (aaa) interventional grafting procedure. The arteriotomy was 8f and the vessel was mildly calcified. Reportedly, when the plunger was removed no suture and no link were present. A second perclose proglide device was deployed. Reportedly, when the plunger was removed a link was present but no suture was present. A third perclose proglide was successfully deployed. The aaa procedure was completed and hemostasis was achieved with the sutures of the third proglide device. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. A follow up report will be submitted with all additional relevant information. The other proglide device referenced is being filed under a separate medwatch MFR number.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for investigation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incident in the complaint-handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product quality deficiency.